Event description:
It was reported that critical alarms "reset occurred-low battery" and "safe state occurred" were confirmed by telemetry. The patient experienced withdrawal with symptoms of increased spasticity and altered mental status. The patient was admitted to the emergency room (ER) and was managed for the withdrawal symptoms. The pump was reported to have been alarming and resetting every five minutes. The patient was hospitalized and was started on oral baclofen and IV benzodiazepines. On (B)(6) 2012, the patient became tachycardic and was transferred to another hospital on (B)(6). The pump was replaced on (B)(6). The device system was used to deliver gablofen (baclofen). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Final analysis of the pump revealed motor feedthru anomaly.

Manufacturer narrative:
Product ID, 8711 lot# serial# (B)(4), implanted: 2004 (B)(6), product type catheter product ID, 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.